Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon "front panel does not work" likely occurred due to a faulty circuit (cp) board. Additionally, phenomenon ¿no image¿ likely occurred due to a faulty circuit (dp) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of front panel failure was confirmed. The device evaluation found the front panel did not work and the indicators did not light up due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had a front panel failure. There were no reports of patient or user harm associated with this event.